Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("essure removal") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced diarrhoea ("diarrhea"), food intolerance ("food intolerance"), back disorder ("back disorder"), balance disorder ("loss of balance"), coordination abnormal ("loss of coordination"), hyperaesthesia ("hypersensitivity to touch, sound, light and smell (perfume)"), hyperacusis ("hypersensitivity to touch, sound, light and smell (perfume)"), photosensitivity reaction ("hypersensitivity to touch, sound, light and smell (perfume)"), perfume sensitivity ("hypersensitivity to touch, sound, light and smell (perfume)"), amnesia ("memory loss"), fatigue ("chronic fatigue"), communication disorder ("draws a blanck before answering a given question"), nervous system disorder ("neurological disorder electric shocks-like in the brain"), arthralgia ("joint pain"), muscle tightness ("muscle tension") and anhidrosis ("total loss of perspiration"). On (B)(6)2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the medical device removal outcome was unknown and the diarrhoea, food intolerance, back disorder, balance disorder, coordination abnormal, hyperaesthesia, hyperacusis, photosensitivity reaction, perfume sensitivity, amnesia, fatigue, communication disorder, nervous system disorder, arthralgia, muscle tightness and anhidrosis had not resolved. The reporter considered amnesia, anhidrosis, arthralgia, back disorder, balance disorder, communication disorder, coordination abnormal, diarrhoea, fatigue, food intolerance, hyperacusis, hyperaesthesia, medical device removal, muscle tightness, nervous system disorder, perfume sensitivity and photosensitivity reaction to be related to essure. The reporter commented: the patient reported to be not recovered at the time of the report (despite essure removal on (B)(6)2017) and that these effects have consequences for her family, professional or social life. Batch number: not reported quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-jan-2019. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("essure removal") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced diarrhoea ("diarrhea"), food intolerance ("food intolerance"), back disorder ("back disorder"), balance disorder ("loss of balance"), coordination abnormal ("loss of coordination"), hyperaesthesia ("hypersensitivity to touch, sound, light and smell (perfume)"), hyperacusis ("hypersensitivity to touch, sound, light and smell (perfume)"), photosensitivity reaction ("hypersensitivity to touch, sound, light and smell (perfume)"), perfume sensitivity ("hypersensitivity to touch, sound, light and smell (perfume)"), amnesia ("memory loss"), fatigue ("chronic fatigue"), communication disorder ("draws a blanck before answering a given question"), nervous system disorder ("neurological disorder electric shocks-like in the brain"), arthralgia ("joint pain"), muscle tightness ("muscle tension") and anhidrosis ("total loss of perspiration"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown and the diarrhoea, food intolerance, back disorder, balance disorder, coordination abnormal, hyperaesthesia, hyperacusis, photosensitivity reaction, perfume sensitivity, amnesia, fatigue, communication disorder, nervous system disorder, arthralgia, muscle tightness and anhidrosis had not resolved. The reporter considered amnesia, anhidrosis, arthralgia, back disorder, balance disorder, communication disorder, coordination abnormal, diarrhoea, fatigue, food intolerance, hyperacusis, hyperaesthesia, medical device removal, muscle tightness, nervous system disorder, perfume sensitivity and photosensitivity reaction to be related to essure. The reporter commented: the patient reported to be not recovered at the time of the report (despite essure removal on (B)(6) 2017) and that these effects have consequences for her family, professional or social life. Batch number: not reported. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.